Event description:
It was reported the pt has been experiencing pain at the anchor site due to the anchor's protruding. The pt will be referred to a dr for surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.